Event description:
Philips received a complaint on the v60 indicating that a 1127 "ovp circuit failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. An authorized service provider (asp) reviewed the device event logs and found error code 1127. The asp replaced the power management (pm) printed circuit board assembly (pcba) to resolve the reported 1127 "ovp circuit failed" error and verified that the reported issue was resolved. The device successfully passed required performance verification tests per philips standard and was returned to service.